Event description:
The lay user/pt contacted lifescan in 2007 and alleged that her meter (pt did not provide serial number of meter since she did not have it with her at the time of the call) was not powering on. The medical affairs specialist was not able to reach the pt via phone after several attempts. A letter was sent to the address provided. In approx a month earlier (exact date not provided), around 6:00 pm, the pt reported experiencing hunger, shakiness, and sweats. It is not known how long she had the power issue with the subject meter and since when she was not able to test her blood glucose level. The pt alleged that the "battery was dead and the meter does not turn on". She did not know where to obtain a new battery. She received assistance from the emergency services and her blood glucose was "below 70". She was treated with IV glucose. The pt had also provided a result of 104 mg/dl, but it is not known which meter this test was performed on and when. This complaint is reported because the pt alleged a power issue, which was unresolved (pt did not have meter/supplies at time of call) and she alleged she received treatment with glucose by ems after experiencing symptoms of hypoglycemia.